Manufacturer narrative:
(B)(4). A 510k number cannot be provided since the product code and lot number are unknown. The product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. As per the complaint information, the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The cause was use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on a home choice (hc) during initial drain. The baxter technical representative (tsr) explained the message to the home patient (hp) and had the hp recycle the hc. Se 2367 occurred. The tsr informed the hp to start over with new supplies. The tsr documented during troubleshooting that the hp pressed "go" to start therapy before connecting. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.